Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported after pd treatment was completed he removed the cassette from the cassette door last night after completing and he reported it looked like the cassette was leaking. The pd patient stated that there was a puddle of solution inside the cassette door and was unable to locate a leak in the cassette. The pd patient stated the solution inside the cassette door did not look like condensation. The patient stated he was not required to come into the clinic, no prophylactic medication was provided and he did not require any medical intervention or additional treatment as a result of the reported fluid leak and reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment pending delivery of the replacement cycler. The pd patient stated he was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The sample was discarded and was no longer available to be returned for evaluation.

Event description:
A peritoneal dialysis (pd) patient reported after pd treatment was completed he removed the cassette from the cassette door last night after completing and he reported it looked like the cassette was leaking. The pd patient stated that there was a puddle of solution inside the cassette door and was unable to locate a leak in the cassette. The pd patient stated the solution inside the cassette door did not look like condensation. The patient stated he was not required to come into the clinic, no prophylactic medication was provided and he did not require any medical intervention or additional treatment as a result of the reported fluid leak and reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment pending delivery of the replacement cycler. The pd patient stated he was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The sample was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported after pd treatment was completed he removed the cassette from the cassette door last night after completing and he reported it looked like the cassette was leaking. The pd patient stated that there was a puddle of solution inside the cassette door and was unable to locate a leak in the cassette. The pd patient stated the solution inside the cassette door did not look like condensation. The patient stated he was not required to come into the clinic, no prophylactic medication was provided and he did not require any medical intervention or additional treatment as a result of the reported fluid leak and reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment pending delivery of the replacement cycler. The pd patient stated he was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. The sample was discarded and was no longer available to be returned for evaluation.